Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) batch record review: lot 8m01334 was manufactured on 18/dec/2018, in the minilink #3 manufacturing line with a total of (B)(4) mkus. A batch record review was performed on 27/jul/2021 to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct. No discrepancies related to the issue reported were found. Returned sample evaluation: there is no photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. In addition, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. No photos or samples were received and per customer description there is no product malfunction confirmed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that in (B)(6) 2020, he had bleeding from the area immediately around the stoma but not from the stoma itself. Reportedly, the patient had to visit hospital twice due to bleeding events. He had to be transported to the hospital by ambulance as his pouch was full of blood. The doctor cauterized the area. During one of these visits his blood count was 7 (units not provided). The end user was given 2 units of blood. The wife stated that the bleeding was from around the stoma. However, she wondered if end user had a puncture type wound from the wafer. They used a wafer stoma cutter but she stated the stoma size fluctuated from 32-38mm in size. Reportedly, the wife had not seen any puncture wounds on the stoma. The end user continued to use the product. No photo is available at this time.